Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the default dequeue configuration for the pyxis external inbound processors service was insufficient for the customer¿s transaction volume. A technical support specialist restarted the inbound messaging service, identified the repeating log entries indicating that the maximum number of processing messages had been reached and dequeues were being skipped, referenced and applied knowledge article (ka) "medstation es, configuring messaging polling interval times and message processing speed, maximum amount of processing messages reached, skipping dequeue" by increasing the dequeue values from 8 to 128 in the configuration file and verified that orders resumed crossing without further delays and the system was then monitored for 24 hours with no further reported issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders from meditech were not crossing to pyxis devices. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.